Manufacturer narrative:
The device was returned and the malfunction was duplicated. Zoll medical has received reports that have occurred in non-clinical conditions where the device latches up due to a boot loader error. The reported malfunction is corrected when the power to the device is removed and reapplied. A newer version of boot loader software has been released to correct this problem. The device's boot loader software was upgraded and the device was returned to the customer.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.